Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on 02dec2023 and the patient was found to be dyspneic with pulmonary overload on radiothorax. The transthoracic echocardiogram (tte) found a moderately dilated right ventricle (rv) with satisfactory contractile function. The left ventricle (lv) was not distended, the aortic valve was not opening, the pulmonary internal target volume (itv) at 11cm a non-compliant dilated inferior vena cava (ivc). Lasix (furosemide) 40mg per 24 hours was introduced with diuresis rate of 2.6 l/min with a positive fluid balance. Moreover, the patient was in atrial fibrillation with a heart rate between 120 bpm and 150 bpm. The patient was weaned off dobutamine on 12mar2023 and received amiodarone at a dose of 600mg per 24 hours. On 12apr2023 nicardipine was stopped and the patient was put on cordarone (amiodarone) at a dose of 900mg/24 hours, bisoprolol 5mg to return to sinus rhythm of 150 bpm. The evolution was marked by a decrease in diuresis to 30cc/h. The left ventricular assist device (lvad) output was at 2.6 l/min. The tte found a decrease in size of lv, increased size of rv size, interatrial septal shift towards left, interventricular septal shift towards left, aortic valve did not open, increase in tricuspid regurgitation. Two different hypotheses were presented: lvad suction event or rv failure. The pump speed was decreased at 5000 rpm with no improvement. It was concluded that it was an rv failure and dobutamine was introduced at 5gamma/kg/min. After the dobutamine, there was an improvement in diuresis and lvad output.

Event description:
Correction: the patient was weaned off dobutamine on (B)(6) 2023 (not (B)(6) 2023) and nicardipine was stopped on (B)(6) 2023 (not (B)(6) 2023). Additional information was received that the patient did not have right ventricular failure and tricuspid regurgitation before left ventricular assist device (lvad) implant. However, the device did not cause or contributed to the event. The patient experienced atrial fibrillation which was reportedly a condition that existed before the lvad implant. The arrhythmia in this event was not considered to be device or therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas (left ventricular assist system), serial number (B)(6), and the reported events cannot be conclusively determined. The controller event log file contained events spanning from 30nov2023 to 10dec2023. Following the initialization of the system at implant, a single, transient low flow alarm was captured that the account attributed to hypervolemia. The pump appeared to have been operating as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use, rev. C contains the following information: section 1, ¿introduction,¿ outlines potential adverse events, including right heart failure, that may be associated with the use of heartmate 3 left ventricular assist system. Section 6, ¿patient care and management,¿ states: ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump.¿ no further information was provided. The manufacturer is closing the file on this event.